Manufacturer narrative:
Concomitant products: 6981m adaptor, implanted (B)(6) 2012.

Event description:
It was reported that the patient's epicardial left ventricular (lv) lead was capped and replaced due to chronic high pacing thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.